Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2013, with acute chronic respiratory failure, hypotension, and a stage ii coccyx ulcer. An instaflo bowel catheter was inserted on (B)(6) 2013 for diarrhea. No digital exam was documented and the perianal skin was noted to erythemic, excoriated and macerated at that time. On (B)(6) 2013 the internal medicine resident noted anal breakdown but recomended that the instaflo remain in place secondary to risk of contamination of the sacral wound. Patient was seen by (B)(6) 2013, who noted a deep tissue injury and recommended the instaflo be removed. It remained in place on doctor's orders. Xenaderm was used to treat the wound. On (B)(6) 2013 the patient's status was changed to palliative care, she was extubated, provided with hourly morphine and subsequently died on that day.

Manufacturer narrative:
The patient's pre-existing medical conditions cannot be ruled out as a contributory factor for the development of the reported injury based upon the patient's preexisting skin conditions and perineal erythema, maceration and excoriation prior to the device insertion. The healthcare practioner reportedly opted to keep the device in place despite the reported tissue injury.